Event description:
It was reported that testing was carried out which showed 7 channels with status 'hi' and 2 channels were involved in a short-circuit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.